Event description:
Customer's father stated that the insulin pump alarmed. Customer is new to insulin pump therapy. The blood glucose reading is 6.8 mmol/l. The alarm did not occur during the rewind/prime process. Customer has cleared the alarm. The bolus and basal reading recorded properly. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the self test due to faulty connector on the radio frequency board. The insulin pump received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.